Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
The failure was found before use. It was reported that unit boots up to "arterial bubble sensor defective" alarm. No harm to any person has been reported. As a flow bubble sensor issue, can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint # (B)(4).